Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: parent sheath introducer (medikit), 5x 40 crest (sjm)balloon , 6x40 crest (sjm) balloon. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2011-00890 and 9616099-2011-00891.

Event description:
The information received from the affiliate states that the distal ends of two smart control stent delivery systems became frayed after failing to cross the target lesion. The patient's gender and age were unknown. The target lesion was superficial femoral artery. Mild calcification and moderate vessel tortuosity, the rate of stenosis was unknown. Contralateral approach was made with parent sheath introducer (medikit). Pre-dilatation was conducted with 5x 40 crest (sjm). Initial smart control (c06100ml) was advanced but failed to cross the target lesion. The sds was pushed with extra force; the distal end of the outer sheath became frayed. The device was removed from the patient. The balloon was sized up to 6x40 crest (sjm) and the lesion was dilated again. Then second smart control (pi#2, c06080ml) was delivered. But the device failed to cross the lesion and the distal end of the outer sheath became frayed again. According to the physician, this might have been occurred due to the calcification. After the lesion was pre-dilated with the crest balloon several times, another new smart control (6x100, x2) were placed in the lesion without problem. The procedure was completed. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Information received from the affiliate states that the distal ends of two smart control stent delivery systems became frayed after failing to cross the target lesion. The target lesion was superficial femoral artery. Mild calcification and moderate vessel tortuosity, the rate of stenosis was unknown. Contralateral approach was made with parent sheath introducer and pre-dilatation was conducted. The initial smart control ((B)(4)) was advanced but failed to cross the target lesion. The sds was pushed with extra force; the distal end of the outer sheath became frayed. The device was removed from the patient. The balloon was sized up and the lesion was dilated again. Then a second smart control ((B)(4)) was delivered. But the device failed to cross the lesion and the distal end of the outer sheath became frayed again. According to the physician, this might have been occurred due to the calcification. After the lesion was again pre-dilated several times, another new smart control was placed in the lesion without problem. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2011-00890 and 9616099-2011-00891.